Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customers' indicated failure mode for 70156 with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customers' indicated failure mode for 70156 was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that several edta bd vacutainer® k2 edta plus blood collection tubes in the lot were clotting. No reports of injury or medical intervention.